Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy has been turned off for about 1.5 years, maybe 2 years, and when they try to turn it back on, they are seeing a message to replace the internal battery. This is happening with both ins'. Reviewed with the caller that this message means the internal battery has depleted. The caller indicated that they have not been using the therapy because it wasn't working like it should have, so the healthcare provider (hcp) told them they were turning the devices off and the patient started getting botox. The caller does not recall the exact settings but it is noted on the box that the patient was on 3.8ma on one side and 3.0 on the other. The caller noted that they were told the devices would last 10 years. The patient has an appt with hcp upcoming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.